Event description:
Upon reassessment of the reported event, the shell was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, the shell was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical devices: cat#00660001722 porous fem st 17x153st rt lot#56733400; cat#00902603603 femoral head 36 mm lot#unk; cat#00630506636 liner standard 3.5 mm lot#62680486. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 03284, 0001822565 - 2020 - 03289, 0001822565 - 2020 - 03290.

Event description:
It was reported by patients¿ legal counsel that the patient underwent a right hip revision procedure approximately 15 years and five months post-implantation. Patient was revised due to pain, elevated ion levels, psuedotumor, limited range of motion and metallosis. Corrosion and fretting was also noted. Attempts have been made and no further information has been provided.